Manufacturer narrative:
The reported event of premature release was confirmed. As received, a catheter was returned in one piece with traces of blood. X-ray examination found one of the tether wires was broken and buckled at the transition zone. The cause of the reported event was due broken tether wire at the transition zone.

Event description:
Related manufacturer reference number: 2017865-2023-72705. It was reported the patient presented for a leadless pacemaker (lp) implant. During attempted fixation, the delivery catheter had difficulty applying rotation to the lp. At fixation, when transitioning to tether mode, the lp prematurely separated from the delivery catheter and dislodged from the tissue. The lp was retrieved without issue. A new lp and delivery catheter were used for a successful implant. The patient was stable.